Event description:
The bss solution would free flow even when connected to the machine. Surgeon was unable to turn fluid off via the pedal and tech was unable to turn fluid off from the machine. Tech did not hear the fluid line "tune" during the priming phase of the machine. New phaco pack opened, re-primed and tuned without any further incident or issue. Diagnosis or reason for use: phacoemulsification with cataract removal.